Event description:
At a scheduled fitting appointment affected channels were observed. It was reported that the child received an impact to the head in the implant area with an iron bar the previous day. Re-implantation was performed on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The reported impact might have weakened the fixation of the implant, consequently leading to electrode mobility. Other damages found during device investigation are most likely related to the explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
At a scheduled fitting appointment, it was reported that the child received an impact to the head in the implant area with an iron bar the previous day. In situ measurement show affected channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a scheduled fitting appointment, it was reported that the child received an impact to the head in the implant area with an iron bar the previous day. In situ measurement show affected channels.